Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed and a minimum fill notification occurred while the cartridge was filled with 300 units of insulin. The cartridge was reloaded to resolve the issue. The customer's blood glucose level was 484mg/dl.